Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the meter has a unit of measure issue and ¿seeing 12.1 on the screen¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.